Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. Evaluation revealed that the force sensor was out of calibration. Review of the pump download revealed loss of prime alarms association with zero force. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime duplicated. The force sensor plate was contaminated with a green substance.

Event description:
Evaluation revealed a force sensor issue. This report is being made based on the evaluation results.